Event description:
It was reported that patient presented to clinic for follow up, the system showed episodes of atrial and ventricular noises that resulted in noise reversion. No intervention or procedure was performed. The patient was stable throughout.